Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned due to dislodgement. The patient said she slept with her arms up and extended to much and caused the dislodgment. The ra lead was repositioned and remains active. No additional adverse patient effects were reported.